Manufacturer narrative:
Concomitant medical products: product ID: 5076-45 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their heart rate would vary from high to low with the currently implanted cardiac resynchronization therapy defibrillator (crt-d). They noted a recent issue with the device and that they were having heart pain. The physician took non-specific action; however, the patient continues to have the same issues. The device remains in use. No further patient complications have been reported as a result of this event.